Manufacturer narrative:
The investigation was initiated, but has not been completed. This initial report is being submitted to meet the 30 day reporting requirement. Upon completion of the eval, a f/u report will be submitted. An initial review of the device history record did not indicate any issues or nonconformances.

Event description:
Customer states: pump continued to run after food was gone. Pump was intermittently pumping air and not alarming "no food." Pt injury or intervention reported? No.